Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual inspection of the unit noted white drug residue inside housing / cover. However, the reported condition of a leak from the patient control module button was not confirmed. A functional leak test was performed by filling the device with blue water. After fill, no leak was observed. The button was subsequently pressed for flow, and no signs of leak were observed. Additionally, a functional leak test was performed on the pcm. . At the normal operation specification of 25 psi, no evidence of leak was detected on any part of the device. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an infusor's patient control module button leaked during patient use. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). There are no nonconformities, failures, rework, or deviations documented in the batch record that could be associated with the reported problem. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported problem. A batch review has been conducted which revealed product met all of the acceptance criteria for release. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.